Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported delay in bolus therapy or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.1. Cloud - smartphone operating system. N5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware. N5004l. Cloud - cgm sensor type. G7.

Event description:
It was reported by the patient that she attempted to deliver a bolus for dinner on (B)(6) 2025 around 5:50pm and the pdm displayed a message it was not able to deliver insulin because her glucose levels were high. The smartbolus feature is disabled if the cgm (continuous glucose monitor) value is reading 400 mg/dl or higher. Dexcom has been notified of discrepancy in cgm readings, as the patient denied having high glucose levels at that time. The patient attempted to deliver a bolus a second time, and reported the pump gave her 20 units which is considerably more than she usually takes. The patient reported she had eaten dinner, and her glucose level was initially 93 mg/dl, then dropped to 68 mg/dl with down arrows indicating the glucose levels were trending down. The patient stated her device was showing she had 18.15 units of insulin on board. The patient was advised to pause insulin delivery, and patient confirmed she paused insulin delivery for 2 hours. The patient reported she was going to eat some "sweets" and drink a coke in an attempt to keep glucose levels from dropping further. If additional information becomes available, a supplemental reported will be submitted. The pdm is not expected to be returned. No cloud logs are available for laboratory review.

Manufacturer narrative:
Please disregard report #3004464228-2025-18915-00. Per review of the call, the issue previously reported was due to user error, and not reportable.